Manufacturer narrative:
Updated fields - b4, b5, e1( event site email), g1 (contact person ¿ mfg site), g3, g6, h2,h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) determined that the fault was resolved when the device's screen socket was removed and reattached. If the device's fault occurs again, the video receiver card with part number d670-00-0736 will need to be replaced. Functional tests of the device were performed. The device was operated at different ECG values with a trainer and test catheter. The device was delivered to the user in working condition.

Event description:
It was reported that during routine check the cs300 intra aortic balloon pump (iabp) had no image on the screen. Patient not involved and no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) and event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had no image on the screen. There was no patient involvement.